Manufacturer narrative:
Angiogram images were provided for review; however, echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The angiographic images showed the deployment of the aco. No inferences could be made as to the defect(s) to device ratio, or if the aco was deployed in proper position. According to aga's medical consultant, the aco prolapsed due to undersizing. The overlap of the right atrial disc, that was to cover the septum secundum, was inadequate. The decision to remove the aco and replace with a larger aco was excellent as the original aco could have embolized after several days.

Event description:
The account alleges that the patient position mode feature alarms locally but, does not sent a signal to the nurse's station.

Event description:
According to the information received, on (B) (6) 2010, the patient underwent catheterization at which time was found to have a small (~5-mm) secundum atrial septal defect extending from a patent foramen ovale with a redundant septum primum. The primum septum was extremely pliable and was easily deviated from its usual position with a catheter or wire within the patent foramen ovale. The inter-atrial communications were successfully closed with a 25mm aga cribriform device and post-deployment intracardiac echocardiography showed the device to be in proper alignment and position with the septum captured by both discs throughout their circumferences. Follow-up echocardiography suggested the superior portion of the right atrial disc had prolapsed across the secundum septum and was lodging within the foramen tunnel. A 10mm amplatz gooseneck snare was then advanced and was able to quickly capture the screw receptacle on the right atrial disc. The right atrial disc was then captured into the long sheath and the sheath and device were advanced slightly into the left atrium. The left atrial disc was then partially captured, and the sheath and device pulled back into the right atrium where the remainder of the device was captured and removed from the body. The long sheath was exchanged for a 12f short sheath and the 7f wedge catheter which was advanced across the atrial septal defect into the left atrium and left upper pulmonary vein. After echocardiographically measuring the atrial septal defect size and limbs surrounding the defect and patent's foramen ovale, the wedge catheter was exchanged for a 9f long sheath which was placed in the left atrium. The long sheath dilator was replaced with a 35mm amplatzer cribriform occlusion device preloaded to its delivery cable which was advanced to the end of the long sheath. Under fluoroscopic and echocardiographic guidance, the left atrial disc of the 35mm amplatzer device was delivered, and the device and sheath pulled back against the atrial septum. The right atrial disc then delivered on the right atrial side of the defect. After confirming appropriate placement of the device echocardiographically, the device was deployed. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
The amplatzer cribriform occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections, including verification of device sizing.